Event description:
Event: premature deployment of the contralateral attachment system. It was reported that the contralateral attachment system deployed prematurely. This was resolved by introducing a parallel wire around the redundant graft material, using a pta balloon to iron out the graft material, and set the hooks, then placing a self expanding stent within the contralateral limb. The graft was successfully implanted.